Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient presented in clinic. Upon investigation, pocket erosion was noted. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information states that the pocket erosion was not device related. No product issues were suspected.